Manufacturer narrative:
Updated patient outcome code grid, health impact grid, evaluation method code grid and component grid.

Event description:
It has been reported to the philips that the monitor went into self test mode twice with "monitoring interrupted" on display while treating cardiac patient. The patient outcome is unknown.